Event description:
The customer reported the system is not booting up and one of the workstation wheels is stuck. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo connector and a caster. System operates as intended. (B) (4)